Manufacturer narrative:
Clarification of product analysis: the returned sprinter legend balloon was returned partially inflated. Device was returned loaded in a guide catheter, and with a 0.014 inch guidewire loaded through device. It was not possible to remove the device from guide catheter, so the device was placed in waterbath to loosen. Device was then possible to remove from guide catheter. The device failed negative prep. On pressurization of the device, a leak was observed along the distal shaft. The device failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the distal shaft, 36.2cm proximal to the distal tip. Material was jagged and uneven at the tear site. The support wire had exited the distal shaft at the tear site. The distal shaft od measurement failed specification due to stretching. The balloon bond was stretched and failed od specification. The proximal marker band had moved proximal to the original location which further indicates the presence of stretching. It was not possible to deflate the already inflated balloon. The inner lumen patency was verified with a 0.015 inch mandrel. A short video was received from the account. The video captures the guidewire positioned in the left main artery across the lesion site and cag of the left coronary vessels. The narrowing of the vessel highlighted in the image indicates the presence of a lesion site in the lm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: device was returned loaded in a guide catheter, and with a 0.014 inch guidewire loaded through device. It was not possible to remove device from guide catheter, so device was placed in waterbath to loosen. Device was then possible to remove from guide catheter. The device failed negative prep. On pressurisation of the device, a leak was observed along the hypotube. The device failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the hypotube, 36.2cm proximal to the distal tip. Material was jagged and uneven at the tear site. Lead in scratches were evident distal to the tear site. The support wire had appeared existing the hypotube at tear site. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was apparent to the device during visual analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a sprinter legend rx balloon catheter to treat a lesion located at the left main artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. There were no issues noted when removing the protective sheath and the packaging stylette from the device. The device was inspected with no issues identified. Negative prep was performed with issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No issues were noted during inflation of the device. A 1:1 concentration of contrast/saline was used. It was reported that the physician encountered a balloon deflation difficulty after the first inflation at the lesion site. It was reported that the physician tried to perform negative prep but the balloon would not deflate. It was informed that the balloon was removed inflated. Patient status post-procedure is alive with no injury.